Event description:
Boston scientific received information that during a follow up visit, it was noted this right ventricular lead revealed loss of capture. It was thought the lead was dislodged. A revision procedure was performed. As this lead was implanted close to the left ventricular lead, a decision was made to remove and replace it. The lead was discarded by the facility. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.